Manufacturer narrative:
A review of the device history record has been initiated and completed; DHR completed and no deviations/nonconformances found. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. Extreme care should be taken to avoid damage to the tissue expander during surgery. Possible sources of damage include sharp surgical instruments such as scalpels and needles used during the initial surgery, subsequent filling, or hematoma/fluid evacuation. A sterile back-up tissue expander must be readily available at the time of surgery in the event that damage occurs. Products must be carefully inspected for leaks or nicks prior to use. Do not attempt to repair damaged products.

Event description:
Medical staff reports a side unspecified deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis noted black particles on the outer surface, creasing in the shell, and one linear opening along the edge of the device. Microscopic analysis identified the opening as a sharp tear, 4.7 mm in length. Leak testing confirmed the opening in the shell. Dimensional analysis found the shell thickness to be within specifications.

Event description:
Medical staff reports a side unspecified deflation. The device has been explanted.